Event description:
It was reported that during an unk procedure, the device didn't coagulate. No pt consequence. Unk how case was completed.

Manufacturer narrative:
Info anticipated, but unavailable at this time.